Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues. The following information was provided by the initial reporter: a tpn by the rn was not administering the correct medication dosage.

Manufacturer narrative:
H6: investigation summary one sample, identified to be model #2441-0600, was returned by the customer. It was reported that the customer would like to send in tpn tubing for investigation, initial complaint was over infusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The set was able to be primed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 4.5 ml/hr with a vtbi of 4.5 ml, and a volume of 108 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 4.5 ml of the glycerin/water mixture in the beaker. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2441-0600 because a lot number was unknown, and was unable to be identified. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h10.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues. The following information was provided by the initial reporter: a tpn by the rn was not administering the correct medication dosage.